Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2022. The patient had a 45 day follow up transesophageal echocardiography (tee) on (B)(6) 2022. The patient was on direct oral anticoagulants (doac) followed by dual anti platelet therapy (dapt) until the six (6) month mark. The patient came in for a tee on (B)(6) 2024 to check their mitral valve and a non-mobile, pedunculated thrombus was noted on the shoulder of the device toward the mitral side. The device was fully endothelialized. The patient was placed on anticoagulation medication (eliquis 2.5mg twice a day).